Event description:
Event determined to be reportable based on device analysis approved 04/13/2007: it was reported that during a drug-eluting stenting procedure of the 95% stenosed and mildly calcified lesion located in the mildly tortuous left circumflex (lcx) artery, the taxus liberte 20mm x 3.00mm stent delivery system (sds) was unable to cross the lesion. The device was removed, however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed proximal stent damage. Some of the stent struts were slightly flared outwardly and misaligned. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access prior to stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.